Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: a bilateral mynx deployment was performed. The right side later presented with a pseudoaneurysm requiring thrombin injection to resolve it. The patient is fine. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx device/mynx procedure. Additional information: there were no multiple stick punctures. There were no multiple sheath exchanges. Procedure type: intervention peripheral vessel size: 5 mm sheath size: 7f stick location: medium.